Manufacturer narrative:
As reported, the 3dmax light mesh was separated (torn) from the sealed edge. This was not reported as an out of box condition. The returned sample has been visibly handled as expected from use and is contaminated with blood/body fluids. Visual evaluation of the sample finds that there is a significant tear in the edge seal with a portion of the mesh having separated from the seal. Evaluation shows that a surgical tool or graspers were used during the placement attempt. Based on the event as reported and sample condition, the likely root cause is user/device interface while handling the mesh with graspers while attempting to deploy. No manufacturing anomalies were found. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date this is the only reported complaint for this lot of (B)(4) units. The instructions-for-use states, "use an appropriately sized trocar to allow mesh to slide down the trocar with minimal force. Grasp either the medial or lateral edge of the mesh, then deploy through the trocar. If grasping the medial edge, direct the trocar to the pubic tubercle. If grasping the lateral edge, direct the trocar laterally. This will facilitate easy placement." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic inguinal hernia repair (tapp), 3dmax light mesh was placed in the patient's body using a 12mm trocar on (B)(6) 2025. It was noticed that the mesh was torn from the sealed edge on the side opposite where the forceps were grasping. There was no visible damage to either the inner or outer packaging, and the product box was fully sealed before opening. A new product was used to complete the procedure. There was no patient injury.